Manufacturer narrative:
Device is not available for evaluation however, the reported event could be confirmed. If additional information is received or device is returned, a follow up report will be submitted.

Event description:
It was reported that the patient was experiencing pain near the right joint and the surgeon will perform a second surgery to remove the device.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device remains implanted.

Event description:
It was reported that the patient was experiencing pain near the right joint and the surgeon will perform a second surgery to remove the device.